Event description:
A customer from (B)(6) alleged discrepant results for multiple samples. Cobas egfr test detected mutations, including double mutations (ex19del, l858r), and sanger sequencing and rotogene did not. The customer is running off-label, using 30um instead of 5 um of section of tissue sample. Per the instructions for use, only nsclc ffpet sections of 5-um thickness containing at least 10% tumor content by area are to be used in the cobas egfr test, v2.0.no harm or injury was indicated.two mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.(B)(4)

Manufacturer narrative:
No kit issues were identified during the course of the investigation. Performance testing of the complaint kit batch f25967 was performed and all results were valid and the kit met validation and acceptance criteria. It is possible that the discrepancies observed are caused by a combination of any of these factors, including but not limited to the customer's off-label workflow, differences between technologies, or ctr at the lod of the assay. ----- (B)(4).